Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that capture was unable to be confirmed with the left ventricular (lv) lead on the current electrograms (egm). It was noted that lv lead trends indicate high threshold measurements. It was also noted that the right atrial (ra) lead appears to be undersensing noted on stored egms, resulting in termination of atrial tachycardia/atrial fibrillation (at/af) detection and inappropriate atrial pacing. It was further reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered due to high-rate non-sustained episodes and high sensing integrity counter (sic). The lv lead, ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.